Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 86.0 cm for analysis. The reported event of the lead high capture thresholds was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the left ventricular lead was turned off due to high capture thresholds, pocket stimulation, and phrenic nerve stimulation. The patient presented for an unrelated procedure where the lead was explanted and replaced. The procedure was completed successfully. The patient was stable.